Event description:
Boston scientific received information that during an av node ablation procedure, electrocautery protection was programmed on in this cardiac resynchronization therapy defibrillator (crt-d), however, five seconds of pacing inhibition was observed. Boston scientific technical services (ts) discussed the defib detect circuit and the potential to truncate the pacing pulse output. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.